Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the diagnostic trends of an asymptomatic patient's pulse generator were cleared. It was thought to be due to corrupt or invalid data. No interventions have been performed.

Event description:
New information received suggests the patient had experienced the same issue twice (within 6 months) prior to explant in november, 2018. Also the patient had not been working outside or exposed to any source of electromagnetic interference (emi) or therapeutic radiation therapy at the time of the event. Due to the issue occurring twice prior to explant the patient had concerns regarding the device function.

Manufacturer narrative:
The reported events were confirmed. Analysis of the device image and session records indicated atrial lead impedance diagnostic anomalies with cleared data and a change in atrial output settings, which are consistent with corrupt or invalid data occurring in the field. There was no early battery depletion, the device was above elective replacement indicator (eri). Electrical and mechanical test results indicated normal device functionality. There were no device anomalies found that would have contributed to the issues reported from the field. Longevity assessment was performed and device was in normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that the device was monitored. Follow up in clinic on (B)(6) 2018 noted that diagnostic data trends for lead impedance in the atria were cleared again and the output setting was changed. The device was explanted (B)(6) 2018 as the battery was low and close to normal replacement. The patient suffered no consequences.